Event description:
One of two bags containing autologous stem cells broke. The units were stored liquid nitrogen and were identified and transported from the blood bank to the clinic. It was decided by the treating physician not to transplant the cell from the cracked bag and keep it as a back up.